Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following the deployment of stent, physician decided to do kissing balloons. A 12mm x 3.00mm nc quantum apex balloon catheter was selected with another 4.0mm balloon. The balloons were advanced and get an adequate expansion and a successful outcome. However, while pulling out the 3.0 x 12 nc quantum apex from the patient's body, the mid shaft of the balloon broke 65 cm from the hub. The balloons were removed from the body fractured. No patient complications were reported.